Manufacturer narrative:
Concomitant product ID 97745 lot# serial# (B)(6) product type programmer, patient information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (b)(4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were charging the implanted neurostimulator yesterday, and all of a sudden the controller "went bananas." Patient said they called rep who told them to call the manufacturer. Patient said they don't use the scs right now because stim hadn't been helping. Agent attempted to gather event date of stim not helping, but they confirmed was a newer development that their implant date and said they have to charge up every two weeks and keep it in MRI mode. Patient mentioned that when the controller got to 50%, they plugged into ac power before continuing charge of their implant, which was also at 50%. Agent understood when they tried to start charging session again, the controller wouldn't turn on; though they mentioned the green light had been on. During the call, patient service specialist walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient reinserted the battery and confirmed green light was flashing on the controller. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned they will be doing a back surgery and keeping the implant. Pt mentioned they have arthritis in their fingers.

Event description:
The patient reported they could not charge the stimulator. Patient called manufacturer and they had to reboot the system. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.